Manufacturer narrative:
The t:slim g4 user guide states that the bolus history shows the bolus request, the bolus start time, and the bolus completion time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered an additional bolus, as they did not think that the previous bolus had been received. The customer's blood glucose (bg) level became very low (exact value was not provided) and the customer passed out. The customer's husband administered a glucose injection to the customer. The customer later confirmed, via the pump bolus history, that the first bolus had indeed been delivered.